Event description:
Device alarming during preventative maintenance testing. During initial manufacturing testing, it was found that the pump underdelivered. During testing, the device delivered a measured volume of 18.8ml from an expected delivery of 20ml. Delivery accuracy for this device required delivery of 20ml +/-1ml (+/-5%). There were no reported adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.